Event description:
A medtronic representative reported the screw on the spine clamp stripped while the surgeon was tightening the clamp at the beginning of a spine procedure. A needle driver was used to tighten the clamp more securely. The surgeon used the clamp to complete the procedure with navigation; and confirmed the clamp was secure throughout the case. No impact to the patient was reported.

Manufacturer narrative:
RMA issued. Replacement part shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect part finds the adjustment screw head and threads are not stripped. The screw head has severe tool marks from over-adjustment. Despite the damage, the clamp face has normal function.